Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it exhibited high impedance issues and an apparent lead damage in the proximal portion of lead . No additional adverse patient effects were reported.